Manufacturer narrative:
Concomitant product: product ID 37603, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson&#62688;dual and movement disorders. It was reported that there was an unrelated EKG performed on the patient while the implantable neurostimulator (ins) was on and there was some interference. No symptoms were reported. Additional information has been requested regarding clarification of the issue, interventions and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. Please see report number 3004209178-2016-04154.

Event description:
Additional information received from a consumer reported the patient was implanted in (B)(6) 2015 and the issue occurred when they were getting their first electrocardiogram since implant. The patient did not have their patient programmer with them so they were not able to turn the implantable neurostimulator (ins) off.